Manufacturer narrative:
Additional information: b5, b6, b7, h6 and h10. Correction: g4. B5: upon follow up it was reported the patient recovered ¿from the second effect¿. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
C1: manufacturer/compounder: baxter healthcare - hayward 2024 w winton ave hayward ca 94545 united states . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an unknown surgery in which floseal 10 ml, a fibrin sealant and other blood products were used. It was reported that the patient was transfused albumin and blood plasma. According to the reporter, the patient experienced hypotension, shock, tachycardia, increased ventilation pressure and urticaria on the body. The plasma transfusion was stopped, and antihistamine, corticosteroid, and adrenaline (as bolus and as perfusion) were administered to the patient. At the time of this report, the patient outcome was not reported. No additional information is available.